Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient fell and broke his leg while at the hospital to evaluate this pacemaker system. It was noted that the reported fall was attributed to patient age and not device related. Electrogram (egm) review revealed vp and vs signals were different in size. Lead measurements were normal and capture was confirmed. Technical services (ts) explained that this was due to scaling via remote monitoring. Egm review also revealed greater than two seconds of non-physiologic right atrial (ra) lead noise with oversensing. This resulted in inappropriate atr episodes, and it was noted that the patient was asymptomatic. There was no evidence of pacing inhibition or asystole. This lead noise appeared consistent with this lead family, and was likely to get worse. Technical services (ts) discussed troubleshooting options and programming considerations, however the lead was likely remain in service due to patient age and condition. This pacemaker system remains in service, and will continue to be monitored. No adverse patient effects were reported.